Event description:
It was reported that after a da vinci-assisted pulmonary segmentectomy surgical procedure, during the pre-cleaning, the customer noted the permanent cautery hook (pch) was missing its pulley. The procedure was completed with no reported injury.

Manufacturer narrative:
The permanent cautery hook instrument was requested to be returned for failure analysis. As of the date of this report, the instrument has not yet been returned.